Manufacturer narrative:
The insulin pump had intermittent act button response due to flattened dome switch. The insulin pump was received with minor scratches on the display window.

Event description:
Customer reported that the act button on the insulin pump is not responding. Customer stated that he has to press it hart for it to work and it is not popping back up after pressing it. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.